Manufacturer narrative:
Concomitant medical products: (2) orange caps. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing set was primed with normal saline and when the rn inserted the tubing set into the pump, the tubing set separated from the blue safety clamp and leaked normal saline onto the floor. The customer further stated that the tubing set was not attached to the patient at the time of the event, therefore, there was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tubing set separated and leaked was confirmed. Visual inspection of the set noted separation at the engagement between the lower fitment and tubing components. No other obvious issues were observed with the rest of the set's components. Examination under magnification of the separated tubing end observed slight solvent traces. Functional testing was deemed unnecessary due to separation. Dimensional analysis performed found the tubing to be within specification(s). The cause of the leak was due to the obvious set separation. The root cause of the separation is due to a combination of factors related to insufficient solvent and improper assembly due to equipment and/or operator error.

Event description:
It was reported that the tubing set was primed with (ns) normal saline, and when the rn inserted the tubing set into the pump, the tubing set separated from the blue safety clamp and leaked normal saline onto the floor. The customer further stated that the tubing set was not attached to the patient at the time of the event, therefore; there was no patient involvement.